Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ what is the procedure name? ¿ what is the procedure date (dd/mm/yyyy)? ¿ what date did the suture break (dd/mm/yyyy)? ¿ was wound dehiscence observed? ¿ was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. ¿ was the wound re-sutured? ¿ can you identify the product code and lot number of the product that was used? ¿ what is the most current patient status? ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. The patient was heavy and had a strong twisting force on his waist. After getting up, there was a broken suture in one area and the skin at the suture knot was red. A dressing was used to tighten the incision. No adverse patient consequences were reported. Additional information was requested